Event description:
It was reported that a patient underwent a right-sided atrial flutter procedure with qdot micro and the patient experienced st elevation (st-segment elevation myocardial infarction), av block, no blood pressure treated with chest compression. The patient required extended hospitalization. The report indicated that during a right-sided atrial flutter procedure with qdot catheter, about 12 minutes after completing ablation, st elevation and av block were observed in the patient, on the recording system. Shortly after that, the anesthesiologist confirmed that the patient had no blood pressure and chest compression was administered. A stemi (st-segment elevation myocardial infarction) was called for the patient. The patient¿s last known status was stable. The qdot micro catheter is not available for return and could not confirm the lot number for the catheter. Additional information received indicated that the physician¿s opinion on the cause of this adverse event was anesthesia care. The patient¿s condition has worsened and had difficulty awakening from sedation. The patient required extended hospitalization because of being held at the hospital for observation and evaluation.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).